Event description:
It was reported that the rotawire was broken. The target lesion was located in the anterior tibial artery. A rotawire and wireclip torquer (bx5) and a 1.50mm peripheral rotalink plus was selected for use. During the procedure, when the foot pedal was stepped on and began to advance the burr, it was making an abnormal sound. The device was stop and pulled back the rotawire a bit but the end of the wire was not coming back. The physician assumed the wire was broken approximately 20-30 cm from distal end. They removed the proximal portion of the rotawire while the distal portion remain visible beyond the rota device in the tibial. When the rotalink plus was removed, the distal wire came with it. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
D4: lot number corrected from 0027904058 to 0027904055.

Event description:
It was reported that the rotawire was broken. The target lesion was located in the anterior tibial artery. A rotawire and wireclip torquer (bx5) and a 1.50mm peripheral rotalink plus was selected for use. During the procedure, when the foot pedal was stepped on and began to advance the burr, it was making an abnormal sound. The device was stop and pulled back the rotawire a bit but the end of the wire was not coming back. The physician assumed the wire was broken approximately 20-30 cm from distal end. They removed the proximal portion of the rotawire while the distal portion remain visible beyond the rota device in the tibial. When the rotalink plus was removed, the distal wire came with it. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that the rotawire was broken. The target lesion was located in the anterior tibial artery. A rotawire and wireclip torquer (bx5) and a 1.50mm peripheral rotalink plus was selected for use. During the procedure, when the foot pedal was stepped on and began to advance the burr, it was making an abnormal sound. The device was stop and pulled back the rotawire a bit but the end of the wire was not coming back. The physician assumed the wire was broken approximately 20-30 cm from distal end. They removed the proximal portion of the rotawire while the distal portion remain visible beyond the rota device in the tibial. When the rotalink plus was removed, the distal wire came with it. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
D4: lot number corrected from 0027904058 to 0027904055. Device evaluated by manufacturer: the device was returned for analysis. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection of the device found that the handshake connection had separated. Functional testing was initially performed using a test rotawire as the rotawire used during the procedure was not returned for analysis. During testing, the rotawire was able to be inserted and advanced pass the burr annulus, but was not able to pass the damaged handshake connection. In order to confirm the reported noise issues, the returned advancer was rotated on its own with the separated portion of the burr catheter handshake connection attached. During rotation, it was noted that the separated portion of the burr catheter handshake connection made contact with the interior walls of the advancer and generated an abnormal noise. In order to confirm the functionality of the advancer, further functional testing was performed using a test burr catheter with the returned advancer. During functional testing, the advancer was connected to the rotablator console controls system. When the foot pedal was pressed, the device was able to reach and maintain optimal rpm with no resistance or issues. Product analysis could not confirm the reported fractured rotawire, as the rotawire was not returned for analysis and clinical circumstances were unable to be replicated. The reported abnormal noises were able to be confirmed, as the separated portion of the handshake connection made contact within the interior walls of the advancer and generated an abnormal noise during test rotation.